Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation found the device would not start up correctly, establishing a relationship with the reported event. A failed main circuit board was identified as the root cause. The lcd display did not work correctly, further testing was not possible as the device was internally contaminated. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. A clinical review reported: this case reports delayed treatment for 48 hours due to device complication when using the renasys go. It has been communicated that no clinical documents are available. Although treatment was stopped for 48 hours no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the bandage was applied correctly and at the beginning the aspiration is done then it stops and the indicator light normally green becomes orange. The therapy was stopped for 48 hours while receiving a new console that works perfectly well. In the meanwhile, the patient was given a pressure sore bandage. There is nothing on the screen. No injury reported and the device is available for analysis.